Manufacturer narrative:
Prod recall initiated august 21, 2007.

Event description:
Surgeon reported he has a pt who is 7 months s/p left knee reconstruction and has complaints of a symptomatic cyst which was confirmed on MRI. The pt will need to have surgery to remove her cyst and likely bone-graft her defect. However, her acl is doing very well.